Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Expired test strips returned (2 vials) - unable to test. Most likely underlying root cause of malfunction: user had an inaccurate reference.

Event description:
Customer called in states the meter is reading high. Customer had a lab draw on (B)(6) 2016 and states the meter is reading too high in comparison with the lab. Meter read 133mg/dl and the lab read 98mg/dl. The customer's expected fasting blood glucose test result range is 80-90mg/dl. During the call on (B)(6) 2016, a back to back blood test was performed by the customer non-fasting and produced test results of 167 and 138mg/dl. At the time of the test the strips were within date but at this present time the strips are expired. The test strip lot manufacturer's expiration date is 3/31/2016 and open vial date is (B)(6) 2016. The product is stored according to specification. Customers meter only has 4 results in the meters memory. The meter memory was reviewed for previous test result history: (B)(6). Adverse event not reported.